Event description:
Customer reporting there were two patients involved both of which had positive home pregnancy tests (unknown brand), however when tested in the physician's office with the (B)(4) hcg, they both gave negative results. The patients were then referred to pathology where they both delivered a positive hcg result. The customer has been unable to ascertain the levels or any other patient history. No additional information provided.

Manufacturer narrative:
Customer's observation was not replicated in-house with retention devices. Retention devices were tested with hcg 20 miu/ml cutoff urine control and hcg positive high level urine control, all results were positive at read time. No false negative were obtained. Mfg batch record review did not uncover any abnormalities. Root cause could not be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.